Event description:
It was reported that customer experienced broken pump screen, with the touchscreen being unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. A replacement pump was provided, and no additional information was received regarding the outcome of the event.